Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (1100 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had symptom return. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient had an unsuccessful dye study. The patient was taken to surgery. During the procedure, the pump pocket was opened, and the pump portion of the catheter was removed. The hcp was able to get csf (cerebrospinal fluid) flow from the spinal segment, so only the pump portion of the catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (1100 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had symptom return. There were no environmental, external, or patient factors that may have led or contributed to the issue. The patient had an unsuccessful dye study. The patient was taken to surgery. During the procedure, the pump pocket was opened, and the pump portion of the catheter was removed. The hcp was able to get csf (cerebrospinal fluid) flow from the spinal segment, so only the pump portion of the catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
The previously submitted report had the incorrect aware date. Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2022 (B)(6), product type: catheter. Product ID: 8784, serial#: (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2022 (B)(6), product type: catheter. Product ID: 8784, serial#: (B)(6), product type: catheter. H3: the 8780 catheter was returned and analysis identified an area of compression on the catheter body and damage to the transition tubing. The 8784 catheter was returned and no significant anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: 2021 (B)(6), explanted: 2022 (B)(6), product type: catheter. Product ID: 8784, serial#: (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacture representative reported the patient's symptoms returned, on 2022-apr-22, due to the prior replacement failing. The old catheter was removed and replaced with a new 8780 catheter. It was noted the issue was resolved.